Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 19-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C61986) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2024, 3402 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced anaesthesia ("loss of feeling in my fingers and toes"), arthropathy ("joint problems around my hips "), sinusitis ("recurrent sinusitis"), chills ("permanent chills"), cardiovascular disorder ("circulatory problems"), erythema ("redness of the face"), headache ("regular headaches"), fatigue ("fatigue"), anosmia ("loss of smell ") and vaginal disorder ("repeated vaginosis"). The patient was treated with surgery (uterus and (fallopian) tubes removed). At the time of the report, the outcomes for medical device removal, anaesthesia, arthropathy, sinusitis, cardiovascular disorder, erythema, headache, fatigue, anosmia and vaginal disorder were unknown. No causality assessment was received for essure with regard to anaesthesia, arthropathy, sinusitis, chills, cardiovascular disorder, erythema, headache, fatigue, anosmia, vaginal disorder or medical device removal. The reporter commented: period of occurrence: a few months after my inserts were placed. Uterus and (fallopian) tubes removed on (B)(6) 2024 to get rid of these damn springs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 19-jun-2024. The most recent information was received on 28-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C61986) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced anaesthesia ("loss of feeling in my fingers and toes"), arthropathy ("joint problems around my hips "), sinusitis ("recurrent sinusitis"), chills ("permanent chills"), cardiovascular disorder ("circulatory problems"), erythema ("redness of the face"), headache ("regular headaches"), fatigue ("fatigue"), anosmia ("loss of smell ") and vaginal disorder ("repeated vaginosis"). On (B)(6)2024, 3402 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (uterus and (fallopian) tubes removed). At the time of the report, the outcomes for medical device removal, anaesthesia, arthropathy, sinusitis, cardiovascular disorder, erythema, headache, fatigue, anosmia and vaginal disorder were unknown. No causality assessment was received for essure with regard to anaesthesia, arthropathy, sinusitis, chills, cardiovascular disorder, erythema, headache, fatigue, anosmia, vaginal disorder or medical device removal. The reporter commented: period of occurrence: a few months after my inserts were placed. Uterus and (fallopian) tubes removed on (B)(6) 2024 to get rid of these damn springs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Batch no c61986 production date~2014-05-28 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.